Manufacturer narrative:
(B)(4).

Event description:
The customer stated that the spider fx filter was full of embolic material after the atherectomy device was used on a calcified lesion. When the physician went to remove the spider fx it became lodged in the 7f sheath. Patient was sent to surgery to have the sheath and spider fx wire removed.